Manufacturer narrative:
(B)(4). Evaluation, results: (restenosis of the stented artery). Evaluation, results/conclusion: (patient co-morbidities and lesion morphology).

Event description:
An endeavor sprint rapid exchange (rx) drug eluting coronary stent delivery system length 30mm, diameter 3.5mm was used to treat a severely calcified tortuous lesion with 80% stenosis in a patient's mid lad. The lesion was pre dilated, but the success of the pre dilation is unk. It is reported that the pt presented to the physician's office with complaints of shortness of breath with exertion approx 2 months post index procedure. Lab work and a 48-hour holter monitor were obtained and both were within normal limits. Due to the recent stent deployment in an area of critical stenosis, it was determined that the pt should undergo coronary angiography. Pt was admitted to the hosp approx 3 months post index procedure for this coronary angiography. Diagnostic angiography with intravascular ultrasound (nus) showed under deployment of the pre-existing stent with a 70% in-stent coronary artery restenosis. This was successfully treated with balloon angioplasty and the deployment of a second endeavor stent in mid lad. Several hours following the procedure the pt experienced significant bradycardia, which was treated with atropine, fluids and with holding beta-blocker. The patient's rate recovered and the pt was dismissed to home in a stable condition. The stent delivery system was not returned to medtronic for evaluation.